Event description:
Total knee replacement had anterior knee instability. The physician revised by placing a thicker insert in and going for a cr to a cs.

Manufacturer narrative:
It was noted that the device is not available for evaluation as the patient requested to keep it. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a triathlon insert component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided device history review: DHR review was satisfactory. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device evaluation, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Total knee replacement had anterior knee instability. The physician revised by placing a thicker insert in and going for a cr to a cs.